Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain and radiculopathy. It was reported that there was an overdischarge. The rep was unaware of the cause of the overdischarge or when it occurred. The patient was receiving good therapy before the overdischarge. The implantable neurostimulator (ins) was replaced due to the overdischarged battery. The leads were not revised at this time.